Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was unable to close from its inverted position. Anatomical interaction of clip was observed with posterior leaflet. No damage was observed. Post turning the arm positioner several times, the clip was able to close. Another mitraclip was deployed to further reduce the mr. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult to close clip was not confirmed via device analysis. The reported difficult or delayed positioning anatomy could not be replicated in a testing environment. Additionally, it was observed that the clip cover was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult to close clip and observed torn clip cover were unable to be determined. The reported difficult positioning in anatomy was likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.